Event description:
Healthcare professional reported implantation of seri and concomitant gel breast implant on (B)(4) 2014 during augmentation revision surgery. Post-implantation on (B)(6) 2014, pt presented with "a red, hot breast" and a fever. Treatment for both included bactrim ds and flagyl, and the symptoms resolved after two days. Device remains implanted and is unavailable for return.

Manufacturer narrative:
The events of inflammation and fever are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of inflammation as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because medical intervention was required, although device relatedness has not been established.